Event description:
This spontaneous report received from a (B)(6) physician concerns a (B)(6) female patient, the physician herself (details not reported). She was injected subcutaneously and supra-periosteally with a total of approximately 0.3 ml of radiesse into the dorsum of her right hand during a radiesse training session in (B)(6) 2013. The dorsum of her hand was injected with a total of three injection points. There were no known allergies, any atopic spectrum disorders, recurrent tonsillitis, recurrent urinary tract infections or otitis externa, thyroiditis, juvenile-onset diabetes, hematologic disorders, rheumatism, other relevant medical history or known underlying diseases or a predisposition for keloid scarring. Reportedly, the patient did not visit a sauna or turkish bath, was not exposed to insolation after the injection and received no vaccination. The patient was a non-smoker and did not receive treatments with dermal fillers in the past. The patient had no concomitant medication. The reporting physician considered the events leading to permanent impairment due to a scar after surgery. On an unspecified date in (B)(6) 2013, the patient experienced migrating nodule in the dorsum of her right hand.

Manufacturer narrative:
(B)(4). Assessment: connective tissue with foreign body granulomas and partly crystalline acting foreign material (calcium hydroxyl apatite). No signs of malignancy. The outcome of the event was considered resolved. In the opinion of the reporting physician, the event was of severe intensity and related to treatment with radiesse. No further information was provided. The device history records for radiesse lot were not reviewed as the lot number was unknown.